Event description:
I had to see a cardiologist, he ordered a zio heart monitor to wear, no information was giving to me from the dr or the staff about hidden cost or allergic reactions. After about a day and a half of wearing the monitor, I developed bright red skin irritation. When looking into this further I found many complaints about the same thing that I was going through. Many users report severe itching, skin reactions, or blisters from the zio adhesive. An allergic reaction or blister (which may peel or scar) is the highest risk factor for ruining a tattoo. I needed to take off the zio heart monitor right away. When reaching out to the company they seem to have no concern whatsoever when I talked about hidden costs for this product, I was told that I am still going to get billed for the product if I used it or not. How can I be billed for something that I could not use because of an allergic reaction. They had no concerns about the allergic reaction and knowing that this is a major side effects from their product why are they still allowed to continue use of this product knowing that the damage it can cause to your skin and any tattoo work someone might have? I hope someone finds a serious enough to look into.